Manufacturer narrative:
Follow-up #1: date of submission 06/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: during investigation, the cartridge compartment was found to be cracked at the top of the pump. The cartridge cap was still able to secure to the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.